Event description:
It was reported that the patient had a loss of therapeutic effect. The implant was supposed to help with both bowel and bladder control. The patient stopped having control of their bowels 3 days ago and the therapy stopped helping with the bladder about a week ago. The patient had more urgency and leakage and could not get to the bathroom. The patient had been taking lomotil to help control their bowels but it was not working and mentioned taking welchol. The patient got no help from their manufacturer representative and stopped calling them because they were not able to address the problem and they couldn¿t get any answer each time they called. When the patient was at their health care provider¿s (hcp¿s) office the manufacturer representative was there but they left. The hcp¿s office to the patient they had to reschedule an appointment with the manufacturer representative. The patient was upset as the manufacturer inserted the device but was not able to answer questions and should have a nurse to answer medical questions. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ddch, implanted: (B)(6) 2013, product type: lead. (B)(4).